Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had uncontrollably scrolling keys and an unresponsive keypad. The blood glucose reading was 397 mg/dl. No significant events leading to the keypad issues were observed. The customer's relative stated that the customer had successfully bolused 3 hours prior to the call. Advised replacement of the insulin pump. Nothing further reported.